Manufacturer narrative:
Eval: the post may have fractured due to high, repeated impaction forces. In order to potentially improve the performance, the material has been changed to one that is less notch sensitive. The exact cause cannot be determined with certainty. As returned, the pin on the impactor has fractured at its base. The device manufacturing records are intact and conforming, indicating the device was manufactured to specifications.

Event description:
It is reported that during surgery in 2008, the device fractured upon impaction.